Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that when the site booted the imaging device, it displayed "error initializing collimator". The site rebooted the system and successfully entered 2d mode. There was no patient present when this issue was identified.